Manufacturer narrative:
This product is not marketed in the us. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted, removed, and replaced, a 13.2mm vicm5 13.2, -04.50 diopter, implantable collamer lens from the patient's left eye (os) on (B)(6) 2020. The lens tore during injection into the eye. There was patient contact (lens touched the eye) with no patient injury. The lens was implanted, removed, and replaced intraoperatively and this resolved the problem. Cause of the event is reported as unknown.

Manufacturer narrative:
Device evaluation: lens was returned in a micro-centrifuge vial with moisture and clear surgical debris on the lens. Visual inspection found foreign debris on the lens and the lens has a curved shape. Claim# (B)(4).